Manufacturer narrative:
The device was received with operating currents within specification and passed self-test. However, the device alarmed pump error 38 during rewind due to corroded motor assembly. Unable to perform rewind, seating, basic occlusion, occlusion, force sensor, displacement tests or verify pump error 43 due to pump error 38. Traces of corrosion were found at the electronic assembly per visual inspection. The device was not received stuck in the manufacturing mode. The device was received with minor scratched display window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the insulin pump alarmed pump error. The customer was assisted with pump error troubleshooting. The customer¿s blood glucose level was over 200mg/dl at the time of the incident. Customer indicated that when alarm was cleared it eventually alarmed again and it was stuck in the rewind/prime loop. The customer was advised that the insulin pump needed to be replaced and was advised to have customer discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.